Event description:
A patient was treated for an opening into the rectum. No surgical intervention was planned for the patient. A catheter was placed and dr. Will continue to follow their progress. The patient was not placed on antibiotics. The disposable devices have been discarded and aren't available for evaluation by urologix.